Event description:
It was reported that the event occurred in the operating room shortly after insertion. The md inserted the intra-aortic balloon (iab) through the sheath via the femoral artery with no issues. A leak was encountered in the six inch extension tubing around the stopcock. As a result, the stopcock on the extension tubing was replaced with a new stopcock from another kit; the iab was never removed. There was a 5 min delay or interruption in therapy noted with no harm to the pt. There was no report of death, injury or complications. The pt outcome is the pt was moved to the unit, on the pump, and doing okay.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.